Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was unknown. The customer stated that she received failed battery test as she removed the battery. The customer declined to troubleshoot for failed battery test. The insulin pump was not returned for analysis.